Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation through the shorter exhaust tube of the pump near the strain relief. A separation of this type would allow the loss of fluid, rendering the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. (B)(4). Exemption #e2006011.

Event description:
According to available information, malfunction - clear - pump.